Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had anormal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Action on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Sutures is still in sealed foiled but needle is separated from thread.